Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0955-2020. (B)(4). S/w 2.8c. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: 03.10.2019.) The formatted history file lists data from 07/27/2018 to 03/03/2019. 02/25/2019 dailytotalofallinsulindelivered = 101.6. 02/26/2019 dailytotalofallinsulindelivered = 87.55. 02/27/2019 dailytotalofallinsulindelivered = 127.775. 02/28/2019 dailytotalofallinsulindelivered = 99.875. 03/01/2019 dailytotalofallinsulindelivered = 98.775. 03/02/2019 dailytotalofallinsulindelivered = 65.7. 03/03/2019 dailytotalofallinsulindelivered = 0.

Event description:
Complaints text 03/19/2019 06:30:52 erp_rfc_user related svn (B)(4). Complaints text 03/19/2019 06:29:47 mccalj7 initial notes: pt wife rose calling to report her husband has passed and she needs to return the new pump he just got as she thought it was rented. Inquired what led up to the complaint. Customer response: pt wife rose calling to report her husband has passed and she needs to return the new pump he just got as she thought it was rented. Deceased reporting per (B)(4). First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: wife. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2019. Cause of customer passing as indicated by reporting party: heart disease per previous notes heart failure cardiac arrest . Location of customer¿s passing: hopsital . Date customer was admitted to hospital, emergency room or hospice (if known): (B)(6) 2019. Bg at time of admission to hospital, hospice and/or emergency room, (if known): unknown . Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Heart disease . Does reporting party recall the initial onset or timeframe of health issue or illness? None . Mdt complaint: (B)(4), pump programming pt had pum programmed but then he was in a coma due to heart failure was pump worn at the time of passing? No. Pt was in coma date the pump was last worn: 03.03.2019. Reason customer was not wearing pump at time of deceased event: comatose patient . Does reporting party know if customer was off pump therapy due to other health issue or illness? Coma and cardiac arrest . Pump material number: ng1558881h mmt-1715k . Pump serial number: (B)(4). Infusion set material number: mmt-396. Infusion set lot/batch: unknown . Reservoir material number: mmt-332a. Reservoir lot/batch: unknown . Name of glucometer being worn or used (ascensia, lifescan, etc.): bayer contour next link meter 2.4. Pt wants to return pump was medtronic cgm included in diabetes therapy? No. Not in use pt was removed from pump 03.03.2019 customer's outcome pertaining to the complaint: adv pt to return the pump in packaging additional notes: pt wife called to report husband deceased and she will send back pump ship: white box cs le / return: mmt-1715k reason for return: pt deceased unrelated to diabetes.